Event description:
Ous MDR - after an implantation time of about 17 months, oversensing was reported. It was also reported that a damaged insulation was noted during the revision about 5 cm below the fork. The lead was cut off in that area and capped off.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, 390 charge processes had been documented. The memory content of the ICD was checked; interference in the ventricular channel was visible on the available iegms. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. A check of the impedance measurement functions did not show any anomalies that could be related to the clinical observation. The ICD functioned properly. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the ICD proved to be in order during the analysis. The analysis did not show any deviations from the specification that could be related to the clinical observation. There were no indications of material defects or manufacturing errors for either the lead or the ICD.